Event description:
White plastic piece of packaging for surgical item that seals bag item comes in fell off of packaging x2 onto sterile field creating potential for foreign body. FDA safety report ID # (B)(4).